Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
The customer reported a ventilator with a system restart. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement or harm. The manufacturer's field service engineer replaced the user interface printed circuit board assembly to address and correct this reported event.